Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Information indicated by medtronic that the sudden power down without low battery warning as well as insulin pump had a motor errors. Customer also stated that the insulin pump had an unexplained no delivery alarms, severely diminishing battery life only last 1 day. Customer stated that the insulin pump was rejecting new batteries. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.